Event description:
Procedure: bowel obstruction. Reportedly, after firing the stapler, the staples did not form properly causing extensive bleeding. A new instrument was used to resect additional bowel.